Event description:
The pt fell in 2008. Since that time, he experienced a return of symptoms. The hlth care professional reported that the pt had experienced increased pain and csf leak with fluid collection at the catheter anchor site. The catheter was revised. The pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
Catheter.